Manufacturer narrative:
(B)(4). Method: two opt544 optiflow nasal cannulas were returned to fph in (B)(4) and visually inspected. Results: visual inspection revealed that the left side of the nasal interface connection point of the opt544 was broken. This was observed on both returned devices. A lot check revealed no other complaints of this nature for lot number 111125. Conclusion: the reported fault was most likely due to the overtightening of the head strap. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) field representative that when fitting an opt544 optiflow nasal cannula on a patient, the strap connector to the nasal prong "snapped". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt544 optiflow nasal cannula is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare (fph) field representative that when fitting an opt544 optiflow nasal cannula on a patient, the strap connector to the nasal prong "snapped". No patient consequence was reported.